Manufacturer narrative:
The customer¿s report of a channel error was confirmed. Review of the pump module event log shows that on (B)(6) 2015, the module was attached to the pcu, and a check IV set alarm occurred immediately. An infusion was started at the rate of 100ml/hr. 1 minute later, a channel malfunction occurred and the module was powered down by the user. The event log shows 28 check IV set alarms occurred between the dates of (B)(6) 2015. The module error log contains 30 entries of error code 240.4150.0 (sensor broken high failure) for the bottle-side pressure sensor having occurred between the dates of (B)(6) 2015. Functional testing of the pressure sensors showed the bottle-side pressure sensor voltage was out of specification. The cause of the customer¿s report of a channel error is a faulty bottle-side pressure sensor.

Event description:
The customer reported a channel error occurred during patient use.